Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 457453 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient passed away approximately five months after a device exchange was performed. The cause of death was listed as electromechanical dissociation and septic shock. Attempts to obtain additional information and the source of the sepsis were unsuccessful.

Manufacturer narrative:
This device was included in that field action, but returned product analysis testing found the device did not perform as described in the field action. Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.